Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable cassette. This occurred at an unknown step of the process. The home patient (hp) stated that the hc unit made the cassette leak. The hp was to use manual supplies to do the therapy that evening. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.